Event description:
Boston scientific received information that this pacemaker was found to have reached the end of life (eol). It was suspected that the device transitioned from the elective replacement indicator to eol in less than three months. It was reported that the device was being monitored every 3 months by transtelephonic monitoring (ttm). A technical service consultant was contacted and stated that the device likely reached eri right after the last ttm and transitioned to eol before clinic saw the eri magnet rate. The device was explanted and replaced.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.